Event description:
The initial reporter questioned the results for multiple patient samples tested on a cobas 8000 ise 1800 module. Of the data provided, discrepant results were identified for patients tested for sodium (na). The following are examples of discrepant results for 5 patient samples. On (B)(6) 2024 patient 1 initial result was 132 mmol/l. The repeat result was 139 mmol/l. On (B)(6) 2024 patient 2 initial result was 122 mmol/l. The repeat result was 128 mmol/l. On (B)(6) 2024 patient 3 initial result was 132 mmol/l. The repeat result was 139 mmol/l. On (B)(6) 2024 patient 4 initial result was 130 mmol/l. The repeat result was 138 mmol/l. On (B)(6) 2024 patient 5 initial result was 131 mmol/l. The repeat result was 137 mmol/l.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. On 28-feb-2024 the field service engineer (fse) carried out a bottom wash and increased the gear pump pressure. The fse noted the customer has been "pooling" reagents. The customer was advised against doing this. The fse replaced the reference reagent and ran ise checks, calibration, and qc. All results were acceptable. On 13-mar-2024 the fse returned to the customer site and found the fluidics pathways were contaminated. A topside/bottom side flush was completed, lines were purged and the front drain and vacuum vessels were cleaned. The instrument was cleaned and alignments were confirmed. Ise checks, calibration, and qc were performed. On 15-mar-2024 the fse replaced the degasser. The investigation is ongoing.

Manufacturer narrative:
On (B)(6) 2024 the field service engineer (fse) replaced the entire fluidics line and the syringe seals. Qc was acceptable. On (B)(6) 2024 the fse replaced various valve seals and nozzle tubing. The gear pump head pressure was checked and adjusted. The fse noted a damaged diluent vessel and an issue with the sample arm allowing air to get into the syringe. On (B)(6) 2024 the fse replaced the damaged diluent vessel and the sample arm slider and bearings. All alignments were completed. Calibration was performed and qc was run every 15 minutes for 1 hour with no issues. The customer has had no further issues. The service actions resolved the issue.